Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was confirmed. The root cause was user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 (air in line) that appeared on the home choice (hc) during initial drain. (B)(4) assisted the home patient (hp) to clear the alarm. The hp had disconnected then reconnected to the setup after it was contaminated. (B)(4) informed the hp that the alarm indicated air entered the setup and reviewed proper procedures. Product surveillance (ps) spoke with the hp's nurse, who was not aware of the alarm. The nurse said she would call the hp to review proper disconnect procedures. The nurse said the hp did not have any injury or intervention related to incident. The patient was involved but there was no serious injury or medical intervention reported.